Event description:
The physician attempted to implant a 4.0mm diameter x 24mm length endeavor sprint rx drug-eluting coronary stent into the lad. The physician was unable to cross the lesion and the device was removed. The lesion had 90% stenosis with no calcification and was non-tortuous. The lesion was pre-dilated. No pt injury was reported.

Manufacturer narrative:
Eval summary: the device was received for eval. The hoop was undamaged and there was no resistance felt while removing the device from the hoop. The sheath and stylette were still present on the device. The stent was present on the balloon. A small amount of blood residue was present between the balloon folds. A number of stent segments were deformed and slightly raised. No further damage was noted. (B)(4) other (stent deformed). Eval results: (90% stenosis), (failure to deliver the stent and damage to the stent struts). Eval conclusion: (90% stenosis).